Event description:
It was reported that while unboxing the device, the arctic sun device would not cool. They verified chiller temperature (t4) temperature at 4c, however with mixing pump command at 100 percentage, outlet control temperature (t2) remained above 26c for several minutes. Per wo notes, this was indicative of a mixing pump failure and would be classified as an obf.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.